Event description:
The facility reports, after the bath, the resident attempted to stand up from the bath trolley, but slid across to the foot-end of the trolley. The trolley tipped, injuring the caregiver and the resident. The caregiver sustained bruising to the upper side of the right leg. The right leg, right arm, right side of the neck and right shoulder blade were all tender. The lower middle back was inflamed. The resident sustained an abrasion on the right arm, and "pins and needles" in the right hip area.